Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, pocket stimulation and dislodgement were observed. The lead was explanted. The patient was stable throughout the extraction procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.